Manufacturer narrative:
This report is submitted on march 1, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed skin irritation at the implant site. Subsequently, the patient was treated with topical antibiotics (date not reported) and the site has reportedly healed.